Event description:
The pt was revised because of infection.

Manufacturer narrative:
No product was returned. Product info required to review the device history records was not provided. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about reported infection. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.